Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert/notification settings issue was reported. Data was provided for investigation. The allegation was undetermined via data. However, it was found that an app crash occurred. The probable cause was determined to be potential patient misuse as the app was manually closed.